Event description:
A vnstherapy sentiva and unknown lead were sent in together with no device/therapy allegations reported on them. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146564.